Event description:
Information provided states that when the surgeon was final tightening the second screw with the torque handle the drive feature of the torque handle separated from the handle shaft. No injury or surgical delay in this event.